Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they got crack on reservoir compartment. The customer¿s blood glucose level was 132mg/dl. Troubleshooting was performed for damage and noticed the reservoir did not lock in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with cracked reservoir tube lip noted. The test reservoir stay locked in place noted.